Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting during priming rather than a slow drip and buttons were hard to press. Customer¿s blood glucose was unknown. Customer stated that insulin pump has rejected new battery, had unexplained no delivery not due to site issue. Insulin pump will not be returned for analysis.